Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 6 years 6 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy, to effectuate removal of the essure device, on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, weight increased and alopecia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal distension, weight increased and alopecia to be related to essure. Diagnostic results: (B)(6) 2010: an hsg test was performed, such test confirming occlusion of plaintiff's fallopian tubes. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and abnormal heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 6 years 6 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: iud from (B)(4)2009 to (B)(4)2010. Concomitant products included cetirizine since 2015, ibuprofen since june 2010, levothyroxine sodium (synthroid) since september 2010, montelukast since 2010, ranitidine since 2010, salbutamol (ventolin) since 1994 and spironolactone from january 2017 to june 2017. In 2010, the patient experienced weight fluctuation ("hormonal changes describe: weight fluctuations,") and night sweats ("hormonal changes describe: night sweats"). On (B)(4) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain"). In august 2010, the patient experienced alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)/abdominal menstrual pain"). In september 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2011, the patient experienced vaginal infection ("infection bladder/urinary/tract/ vaginal type:vaginal infection") with vaginal discharge. In 2013, the patient experienced abdominal distension ("bloating"), pollakiuria ("bladder or urinary problems or changes pain, incontinence, increased urination"), irritable bowel syndrome ("irritable bowel syndrome") and incontinence ("bladder or urinary problems or changes pain, incontinence, increased urination"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with analgesics and surgery (bilateral salpingectomy, to effectuate removal of the essure device, on (B)(4)2017.). Essure was removed on (B)(4)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, alopecia, weight fluctuation, night sweats, pollakiuria, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, vaginal infection, irritable bowel syndrome, abdominal pain and incontinence had resolved and the weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, irritable bowel syndrome, menorrhagia, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2010: total bilateral occlusion (B)(4)2010: an hsg test was performed, such test confirming occlusion of plaintiff¿s fallopian tubes. Total bilateral occlusion both tubes were occluded quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received: aka names added. Event added as hormonal changes describe: night sweats and weight fluctuations, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, gastrointestinal or digestive system condition type: irritable bowel syndrome, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.